Event description:
It was reported that the patient developed an abscess at the catheter. The physician wanted to remove the catheter and replace it at a later date. No patient symptoms, treatment, or outcome was reported. The drug contained in the patient's pump was not reported. Additional info has been requested, but was not available as of the date of this report.